Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The steerable guide catheter was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed for the inability to connect the stopcock to the device which has the potential to cause or contribute to patient injury. It was reported that the three-way stopcock was unable to be connected to the flush port on the mitraclip steerable guide catheter (sgc). The stopcock seemed to loosen on the flush port. Extended tubing was attached to the flush port instead of the stopcock. The procedure was completed with the same sgc. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation. The investigation indicated that the reported loose connection between the stopcock and luer was confirmed and appears to be related to the observed cracks on the flush port threads; however, a definitive cause for the observed cracks could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.